Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that he battery was noted to drop suddenly after being connected to a power source. In addition, the customer was experiencing difficulty charging the pump. The customer's blood glucose (bg) level was impacted 277 (mg/dl). A correction bolus was administered to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.